Event description:
It was reported that the supera stent delivery system would not advance on the guide wire. No additional information was provided. Returned device analysis revealed a foreign white substance blocking the lumen.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported difficulty advancing the guide wire was confirmed due to a blockage in the lumen. After cutting the shaft, an unknown white substance was found in the guide wire lumen. The substance was sent for fourier transform infrared spectroscopy (ftir) testing, which concluded that the substance was similar to nylon. A review of the supera manufacturing process concluded that there are no components used during the assembly process associated with nylon. A source for the foreign material could not be determined. Based on a visual, functional and ftir analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the historical data and a query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.